Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis: ossification of posterior longitudinal ligament (opll). For which patient underwent following procedures: anterior cervical discectomy and fusion (acdf), c6 corpectomy at levels c5-7. On (B)(6) 2016, post-op, the plate was pushed anterior by graft bone, and plate and two screws in c7 migrated anteriorly of the vertebra. The screw in c5 appeared to migrate, although it did not back out. On december 9, c5-7 was fused with "vs". Anterior fusion is planned to be performed on another day, but the date has not been fixed. Doctor¿s comment: it occurred possibly because the prepared bone graft was too small or was not shaped in preferable form.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.